Event description:
An 11ga x 6" confidence spinal needle broke off in patient during a routine cementoplasty of a right iliac bone and acetabulum.per medical record: upper 11-g depuy needle got stuck in the cement and broke off in the r iliac bone - attempted to retrieve via dissection but unable; follow up CT pelvis confirmed needle broke off at outer cortex of posterior r iliac bone with likely no clinical consequence.